Event description:
It was reported during an unknown procedure the device could not fire at the first firing. Only a few staples deployed. Changed to another device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Firing trigger teeth the analysis results found that the 6tb45 device was received with the firing mechanism damaged and with 6r45b cartridge loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.